Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarms indicating disabled valves and a control error. The service engineer verified in logs that the problem occurred once on (B)(6) 2021, which will be used as the date of event. It was later reported that no device logs were collected and that the faulty control printed circuit board (pcb) was replaced, but that it was discarded by the customer. No further issues have been reported. If the indicated fault condition appears during ventilation, ventilation will stop and audiovisual alarms will be generated. If the fault condition appears during startup, the corresponding startup error code will be generated and ventilation cannot be started. The conclusion is that the reported problem was confirmed in the device logs by the service engineer. As the replaced control pcb was discarded by the customer, the root cause could not be determined.

Event description:
It was reported that the ventilator generated alarms indicating "disabled valves" and a control error. There was no patient harm. Manufacturer ref.#:(B)(4).